Event description:
At the time of the incident, a sedated patient was lying on an operating table equipment with a pelvic extension accessory, a transurethral resection (tur) accessory and leg stirrups. Reportedly, at some undermined time after the pt's legs were placed into the stirrups, the tur drainage accessory slid off of the side rails of the pelvic extension. After the separation of the tur accessory, precautionary x-rays were taken of the pt to assess possible injuries. No injuries were discovered. Afterwards, the pt was informed of the incident. There were no reports of pt complaints of any pain. Neither the pt nor their physician has contacted the hosp with concerns, following the incident.